Event description:
It was reported that following the index procedure with the pulseselect pulsed field ablation (pfa) loop catheter, the patient experienced dizziness and unsteady gait. Magnetic resonance imaging was performed and revealed a cerebral infarction. The patient was started on bayaspirin (aspirin) on the same day. Gait disturbance persisted. The patient was subsequently scheduled for transfer to a rehabilitation hospital and the patient's hospitalization was prolonged. The patient recovered with sequelae. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter product ID: 10fcc13 product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.